Event description:
The customer returned the device stating, ¿the pump has incorrect firmware. Pharmguard firmware installed when pump should have manual firmware¿; during device evaluation it was found the air in line detector was non-functioning. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump has incorrect firmware. Pharmguard firmware installed when pump should have manual firmware¿ was confirmed through power-up test, re-flashed with correct firmware. Further evaluation found the air in line detector was non-functioning and therefore replaced. The probable cause was incorrect firmware. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.